Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated she was hit by a semi-truck in (B)(6) 2019. The patient stated her device was taking a charge at the time, but it stopped. The patient stated she is unable to charge her ins. The patient attempted to contact her healthcare provider (hcp), but was unable to. The patient stated 3 or 4 months ago she started having pain across her back and down her right leg. The patient doesn't know if this pain is from the accident or not. The patient was redirected to follow up with their hcp to have their device checked. No further complications were reported. No additional patient symptoms were reported.